Manufacturer narrative:
Zoll has not received the product for investigation. A follow-up report will be submitted when the product is returned and investigation has been completed.

Event description:
During the rewarming phase of ivtm therapy, a hospital nurse noticed the thermogard ivtm system (sn (B)(4)) to be "excessively" warmer more than normal (temperature was at 34°c/ 93.2°f). Following this, the thermogard ivtm system generated an alarm and it made a loud noise and then it stopped working. Per reporter, the start-up kit (lot #163424) had leak and saline fluid pour out into thermogard ivtm system. The suk and another thermogard ivtm system was used to complete the treatment without any issue. The catheter was inserted into the patient right femoral vein. No consequences or impact to the patient.

Manufacturer narrative:
Zoll has not received the product for investigation. A follow-up report will be submitted when the product is returned and investigation has been completed.

Event description:
During the rewarming phase of ivtm therapy, a hospital nurse noticed the thermogard ivtm system (sn (B)(4)) to be "excessively" warmer more than normal (temperature was at 34°c/ 93.2°f). Following this, the thermogard ivtm system generated an alarm and it made a loud noise and then it stopped working. Per reporter, the start-up kit (lot #163424) had leak and saline fluid pour out into thermogard ivtm system. The suk and another thermogard ivtm system was used to complete the treatment without any issue. The catheter was inserted into the patient right femoral vein. No consequences or impact to the patient.